Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. This is report one of six reports (3007042319-2016-01875, 01876, 01877, 01878, 01879, 01880) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that patient was found down at home unresponsive and taken to the hospital. Stroke alert was called and patient was taken for evacuation of clot which was initially successful but subsequently had conversion to hcva. Decision was made to withdraw support. Log files were sent by the site. Log files indicated 128 controller power ups since (B)(6) 2015, each with a 5-10 second gap between controller power up and the motor start. Latest on (B)(6) 2016 at 1:10;27am. Communication errors noted on at least 4 batteries ((B)(4)). One-hundred one (101) critical battery alarms since (B)(6) 2016. No evidence of extended pump off time in the past 7 days, it seems like the pump is reporting power and speed every 15 minutes as expected. Patient has had multiple issues with malfunctioning batteries. The batteries were exchanged on multiple occasions. Last night patient was hospitalized in the ICU and closely monitored. Patient received a critical battery alarm while connected to ac adapter, the battery should not have become depleted at all. This patient suffered an out of hospital large left mca ischemic stroke on (B)(6) 2016. Patient was out of the treatment window for tpa as he likely awoke with symptoms of stroke. Patient underwent successful clot retrieval with initial slight improvement in neurologic symptoms but became unresponsive overnight. Patient was intubated and found to have large hemorrhagic conversion. Plan withdrawal of support this afternoon and possible donation after cardiac death of abdominal organs. Patient died on (B)(6) 2016 and the official cause of death is hcva.

Manufacturer narrative:
After review of additional information received section device available for evaluation?, concomitant medical products, MFR site info, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. Eight batteries, two controllers, and one pump were returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed instances of critical battery and power disconnect alarms as well as power switching events. There were six (6) controller power up events in the week leading up the event date with maximum pump off times of 9, 2.5, 12.5, 7.5, 11, and 3.5 minutes. Pump parameters were within normal operating range for the two weeks leading up to the reported event date. Analysis of the returned hvad pump ((B)(4)) revealed that the device passed functional testing and dimensional verification. Visual inspection revealed faint scoring on the lower ceramic surface and matching inferior surface of the pump. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology did not reveal any evidence of thrombus within the pump. Analysis of battery ((B)(4)) revealed that the battery met specifications; the battery passed visual inspection and functional testing. Batteries ((B)(4)) passed visual inspection and functional testing. However, log file analysis revealed numerous instances of communication errors for these batteries. The manufacturer has opened an internal investigation to further investigate communication errors. In addition, battery ((B)(4)) passed visual inspection but had a high max error in addition to communication errors. Controller ((B)(4)) passed visual inspection and functional testing. Controller ((B)(4)) passed functional testing but visual inspection demonstrated worn alignment guides, bent pins, and display issues. The manufacturer has opened an internal investigation to further investigate bent pin failures. The battery and controller issues are incidental findings and did not contribute to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the patient's development of hcva include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This is report one of six reports (3007042319-2016-01875, 01876, 01877, 01878, 01879, 01880) submitted for devices related to the same event. Controller - (B)(4) us - expiration date: 01/31/2015 - device manufacture date: 01/16/2014, received: 05/10/2016. Controller part of fsca apr2015a - z-1917-2015 / z-1698-2015. (B)(4). Corrected data: implanted date. Device manufacture date.